Event description:
Customer reported pedicap's that did not change color and difficulty bagging an intubated pediatric trauma pt through the pedicap.

Manufacturer narrative:
Covidien has requested return of the product that was used during the incident. Product has not been returned. Investigation of two pedicaps returned by the customer from an unk lot number, confirmed the resistance to air flow due to the indicator paper in the pedicap was out of spec.